Event description:
It is reported that, the gears of the zimmer skin graft mesher were worn and need replacement. It is also stated that, incomplete mesh was observed. The facility reported the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/23/2010 and was previously returned for repair on 12/10/2013 for the same issue. Evaluation of the device observed the roller and major galling to the gear teeth and the right end was gnarled. The customer returned two cutters for evaluation with the device, both of which had major damage to the gear teeth and wear along the blades. Also, the comb had bend tines on the right side. Prior to repair, both the test mesh and the calibration check could not be performed due to the bent comb. Repair of the device included replacement of the roller and roller gear, carrier guide, and comb. Repair of both cutters included replacement of the gear, collars and bushings. Both cutters did not pass cutter evaluation and were returned to the customer as non-repairable. The reported complaint that the "gears are worn and need replaced" was confirmed as the roller gear and the two cutter gears were damaged. Improper handling most likely caused the damage to the roller and cutter gears, which most likely caused the customer's event. The reported event of an "incomplete mesh" was confirmed during cutter evaluation. Improper handling by the user most likely caused the damage to both returned cutters, which most likely caused the incomplete meshing of the skin graft. It should also be noted that improper handling by the user most likely caused the damage to the comb, which most likely contributed to the customer's reported event. The device was serviced and returned to the customer.